Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive and the ok and down arrow keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts.